Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated the stimulation seems to be vibrating too much and they start to fall down. Patient stated this started today. Patient service walked patient through checking the settings and patient was on group a with settings at 0.7. Patient tried decreasing intensity but got the lower limit screen. Patient switched to group b and was at 1.6. Patient confirmed stimulation was not uncomfortable. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.